Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a low inspiratory pressure alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator low inspiratory pressure alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed that the filter was significantly dirty and the filter was clogged with the contamination, which generated low inspiratory pressure alarm. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blender pca and sensor pca were replaced to address the issues.